Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that the setscrew was damaged during insertion. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.